Manufacturer narrative:
H10: the actual sample was not available for investigation, however, a drawing of the prismaflex set was provided. Based on this drawing, the external blood leak occurred at the level of the access screwed connector, due to a damage on this component. A mechanical shook during transportation could lead to this damage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, an external blood leak was observed at the connection of the hemoperfutor due to a damaged connector from a prismaflex m150 set c. The treatment was stopped and restarted with a new set. There was no patient injury or medical intervention associated with this event. No additional information is available.